Event description:
A us distributor contacted zoll to report that a patient developed welts under the lifevest equipment. The patient described the area as welts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended the removal of lifevest for the welts. Follow up indicated that the skin irritation improved.